Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The review of device history records found no deviations or anomalies. The product history search found no other complaints regarding the reported part and lot combination. This device is used for treatment. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the locking mechanism of the poly did not engage.